Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a coblator ii controller with an unidentified arthrowand, the unit had no audible sound upon activating the wand with the foot switch. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.